Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that foreign matter was found on the bd insyte¿ autoguard¿ bc shielded IV catheter cannula before use. The following information was provided by the initial reporter: "foreign matter for cannula".

Event description:
It was reported that foreign matter was found on the bd insyte¿ autoguard¿ bc shielded IV catheter cannula before use. The following information was provided by the initial reporter: "foreign matter for cannula".

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample submitted for evaluation. Bd received one un-retracted insyte autoguard product. Upon inspection of the returned sample it was observed that adhesive residue was on the grip and barrel of the device. The adhesive observed matches the location of the tape on the device when the unit was received for decontamination in our facility. In addition, a foreign matter was observed on the catheter tip. The foreign matter has a semitransparent appearance and is gooey. This foreign matter is adhered to the unit by the lubrication. The reported issue was confirmed. The unit was sent for further spectral analysis. The testing results confirmed the foreign matter was silicone which is used during the lubrication process. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to excess silicone which is likely to get onto a unit due to a pallet jam or from an operator error. A device history record review showed no non-conformances associated with this issue during the production of this batch.